Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 21 devices were received for evaluation; the events were confirmed during testing. Evaluation found the foot of the devices were bent. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 21 </noe> malfunction events, in which the foot of the device was bent, which can damage the dura. There was no patient involvement; no patient impact.